Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the procedure, the device could not cut well. A new device was opened to complete the procedure. There was no bleeding. No tissue damage. No additional tissue loss. Operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).